Event description:
It was reported that there was a motor stall. The motor stall occurred due to a magnet being used during programming. The motor stall recovered within five minutes and the pump was successfully programmed. There were no patient symptoms reported along with this event.

Manufacturer narrative:
(B)(4).